Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The manufacturer received new and relevant information the device was inspected internally and externally. Evaluation results determined error-176 & 191 were found. The sd card, pollen and fine filters were replaced. Additionally, the device was cleaned and passed all tests. Section h6 updated/corrected.